Event description:
Facility reported fcib (fiber channel interface board) would freeze on the first frame and indicate x-ray while system would display no image. System was hung on first frame while acquiring an additional 300 frames. Possible x-ray passed while no data is being collected. No patient injury reported.

Manufacturer narrative:
A ge field service engineer investigated the acquisition failure and discovered that the issue was not reproduced when the digital leader cover was removed. The fcib board was replaced and the issue was no longer reproduced. On investigation of the system logs, engineering discovered that there has been one occurrence of a frozen image, in which the fcib stopped working correctly after having transmitted 2 frames, and froze for 8 seconds, and then the user stopped the acquisition. The failure was intermittent, and the user could redo new acquisition. Testing of the returned fcib board did not reveal any malfunction. The exact root cause of the failure could not be determined. The root cause is believed to be linked to the image processing chain within digital leader and real time acquisition controller (rtac) and software management of image transfer interruption in rtac and digital leader. It is indicated in the operator manual: in chapter 5 revolution digital detector section 7-4 latency and polymerization time. "If x-ray has been interrupted during fluoro or record, a frozen image may remain displayed on the live monitor. The x-ray on indicator is active, "x-ray acquisition in progress message" is displayed, and the x-ray on light remains on. Special precautions should then be taken for all interventional procedures and manipulation."